Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep retrieved the log files and calibrated the iris collimator and the filament and rebuilt the nodes. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9900 system would not open the collimator. No pt injury was reported.